Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient believes she is having an allergic reaction to the ipg at the pocket site. The patient was sent an allergy kit for testing. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.